Manufacturer narrative:
(B)(4). Pump error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to pump error. Insulin pump received with broken battery tube threads and fading serial number label.

Event description:
Information received by medtronic indicated that the insulin pump has been exposed to moisture/fluid. Customer states there is fluid under the display. Customer was unsure how the fluid into the pump occurred. The insulin pump was returned for analysis.